Event description:
The territory mgr of a pt contacted lifecor customer support to report that the pt is stating that one of the battery packs will not power up the system. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The psr received a replacement battery pack.